Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss is confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the heavily tortuous right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted using proglide devices via a 6f sheath using a pre-close technique prior to an endovascular aneurysm repair (evar) intervention. Reportedly, the sutures of two proglide devices were successfully pre-placed, one in the rcfa and one in the lcfa. The sutures of two additional proglide devices were attempted to be pre-placed, one in the rcfa and one in the lcfa; however, when pulling out both of the proglide devices the sutures were still attached to the system, a cuff miss was suspected with both proglide devices. The sutures of two new proglide devices were successfully pre-placed, one in the rcfa and one in the lcfa. The evar procedure was performed and hemostasis was achieved with the pre-placed sutures in both the rcfa and lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.